Event description:
It was reported that the soft stylet stayed stuck in the lead lumen at the end of implant. The physician cut the stylet and left the lead in place, properly flushed with heparin.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.